Event description:
It was reported that on (B)(6) 2014, the patient presented with a 52.6 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Follow-up imaging showed that the aneurysm decreased in size from 48mm on (B)(6) 2014 to 42mm on (B)(6) 2015. From (B)(6) 2016 to (B)(6) 2020, the maximum aneurysm diameter increased in size from 50mm to 70mm. On (B)(6) 2020, a type ii endoleak was identified. Due to the aneurysm enlargement, it was decided to embolized the inferior mesenteric (ima) and lumbar arteries. The procedure was successfully completed. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.